Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose blood glucose of 367 mg/dl. The current blood glucose was 328 mg/dl. Her blood glucose for the past few hours have been out of control. Customer stated that when she programs a bolus of about 5 units it seems as though its running right, but it may be skipping a unit or so. The blood glucose was 133 mg/dl after lunch, 167 mg/dl after dinner, and 222 mg/dl after breakfast and on next day the blood glucose was 162 mg/dl after lunch, 319 mg/dl after dinner. Customer stated that she had surgery 11/2/2017 for lumbar laminectomy she had 2 rods and vertebra pulled in place. Customer is currently taking medication. Customer went blood glucose went up to 367 mg/dl. Customer reports the following symptoms related to their high blood glucose was frequent urination. Customer treated for high blood glucose with syringe. Customer wearing the pump at time of hospitalization. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the qr. Customer is currently in hospital and is switching to manual injections. Assisted customer with rewind and priming her pump. Advised her not to use infusion set because not only were they recalled they were expired. Customer declined to perform the high pressure test. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The insulin pump will not be returned for analysis.